Manufacturer narrative:
(B)(4). Date sent: 09/27/2021. D4: batch # 193a57. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damaged and with two reloads no loaded in the device. The reload sr55, 161a85 (b) had the proximal 7 drivers up and the remaining drivers down with staples present and a swing tab in the locked position, additionally, the knife was noted to be exposed in the reload. The reload sr55, 161a85 (c) had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The swing tab of the reloads (b & c ) were reset in order to fire the cartridges. The device was tested with the returned reloads and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. Sr55 lot # 238a05.

Event description:
It was reported that during anterior resection intra-opt, scrub nurse found it difficult for sr55 to insert into ntlc55. Scrub nurse managed to attach at last. However, before firing, the staplers fall out from sr55 with the stapler¿s leg open wide. Surgeon opened a new sr55, again found it difficult to insert sr55 to the same ntlc55. At last, managed to insert. However, after the firing, surgeon checked on the staple line and the staplers were not properly form. All the staplers are malformed. Surgeon has to open another ntlc75 and sr75 to secure the staple line. The procedure was delayed by 20-minutes and completed successfully. There were no patient consequences.